Event description:
It was reported that during a procedure to replace a device at elective replacement indicator (eri), low impedance was measured on the right ventricular (rv) lead. It was further reported that pauses were observed and a polarity switch occurred. The physician chose to cap and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).